Event description:
It was reported that (1) mcl20 device was used during a radical prostatectomy procedure. It was reported by the rep that the device misfired on every clip attempted. The case was finished with another mcl20 device. There was no consequence to the pt.